Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned.